Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the patient underwent wound revision surgery under general anaesthesia on (B)(6) 2024, however, the issue did not resolve. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. Device analysis report attached.